Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 390 mg/dl and it is running up to 500 mg/dl or more. Customer stated that she treated with the insulin pump. Customer stated that the time and date were an hour behind. Customer had a low reservoir alarm in the alarm history. Customer stated that she did not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change. Customer called back to complete troubleshooting and the pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that she has been diabetic for 47 years and probably does have scar tissue. Customer was advised that samples will be sent and to discuss her settings with her health care professional.